Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that they got a vt ablation and had not received shocks since. Additionally, the patient indicated the shocks had caused post traumatic stress disorder (ptsd).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that after having a couple of glasses of wine, they went home and fainted after opening the door. The patient reported being on twenty (20) medications and had three (3) other episodes of fainting due to being overmedicated without alcohol involved. The patient discussed an earlier event where they sat up on the couch for ten (10) minutes after laying down, playing games on their phone and the implantable cardioverter defibrillator (ICD) went off 3 times although their heart was not racing. The patient confirmed that shocks occurred and not alert tones from the ICD and was unaware that there are magnets in the phone. They were taken to the hospital and received medication. The patient was told that there might be something wrong with the ICD and it was lowered from 170 bpm to 145 bpm. The patient reported another incident where they thought they were going to lose their spouse due to a difficult medical event. The patient¿s heart started pounding, they had cold sweats, nausea, and was vomiting. The ambulance was called, and they had to deliver a shock. Another similar incident occurred when there was a medical event for the patient¿s pet a nd the ambulance was called. The ICD was set to go off at 170 beats per minute (bpm), and their heart rate was at 168 bpm. The patient was taken to the hospital and their heart rate was brought down with medication and shocks. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the shocks were appropriate for ventricular tachycardia (vt). Patient was hospitalized for further evaluation.